Event description:
Customer reported the patient was receiving blood. When spiked the blood tubing with 0.9% normal saline, the spike broke off and the saline solution spilled on the floor. The tubing was replaced and the transfusion was completed without issues. No patient harm and no medical intervention required. No further patient or event information is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported spike broke off of set. The customer stated the set will not be returned because it was discarded. The root cause of this failure was not identified.